Manufacturer narrative:
(B)(4). The product was not returned for analysis. A review of the manufacturing documentation associated with this lot 17577301 presented no issues during the manufacturing process that can be related to the reported complaint. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported a saber 5mm 4cm 90 was delivered to the lesion and inflated. However it ruptured within its nominal pressure during its initial inflation. Therefore it was replaced with a new saber pta. The procedure completed successfully. There was no reported patient injury. The product was clinically use and it will not be returned for analysis. This was a shunt pta case. The target lesion was the shunt. The patient¿s information, patient¿s vessel level of tortuousness, calcification and rate of stenosis was unknown. Additional information has been requested.

Manufacturer narrative:
As reported a 5x40mm 90cm saber percutaneous transluminal angioplasty (pta) catheter was delivered to the lesion and inflated; however, it ruptured within its nominal pressure during its initial inflation. Therefore, it was replaced with a new saber pta. The procedure completed successfully. There was no reported patient injury. This was a shunt pta case. The target lesion was the shunt of the left brachial artery. The lesion has a loop curve. The lesion was heavily calcified. The percentage of stenosis was 95%. The device was not used for a chronic total occlusion (total occlusion >3 months). There was no difficulty removing the product from the hoop. There was no difficulty removing the protective balloon cover. There was no difficulty removing the stylet or any of the sterile packaging components. There were no kinks or other damages noted prior to inserting the product into the patient. The device was prepared as specified by the instructions for use. The product looked normal when removed from its packaging. The device was properly prepped and the device prepped normally (i.e. Maintain negative pressure). The same indeflator was used successfully with other devices. There was no resistance/friction while inserting the balloon through the rotating hemostatic valve. There was no difficulty advancing the balloon catheter through the vessel. There was difficulty crossing the lesion. A slight resistance was felt. The catheter was not an acute bend but it was loop. The balloon inflated normally. No leakage confirmed, but ruptured. The maximum inflation pressure was at 4 or 5. The product was removed intact (in one piece) from the patient. The patient is currently doing fine. Additional procedural details were requested but are unknown. The device was not returned for analysis. A device history record (DHR) review of lot 17577301 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported ¿balloon burst - at/below rbp¿ could not be confirmed as the device was not returned for analysis. The exact cause of the burst could not be determined. Based on the limited information available for review, procedural factors may have contributed to the reported event. According to the instructions for use, which is not intended as a mitigation, ¿the rated burst pressure is based on the results of in vitro testing. At least 99.9% of the balloons (with a 95% confidence) will not burst at or below their rated burst pressure. Use of a pressure monitoring device is recommended to prevent over-pressurization. Do not exceed the rated burst pressure recommended on the label. Prior to angioplasty, the catheter should be examined to verify functionality and ensure that its size and shape are suitable for the specific procedure for which it is to be used.¿ neither the DHR nor the information available suggests a design or manufacturing related cause for the reported event. Therefore, no corrective/preventive action will be taken at this time.

Event description:
As reported a saber 5mm 4cm 90 was delivered to the lesion and inflated. However it ruptured within its nominal pressure during its initial inflation. Therefore it was replaced with a new saber pta. The procedure completed successfully. There was no reported patient injury. The product was clinically use and it will not be returned for analysis. This was a shunt pta case. The target lesion was the shunt. The patient¿s information, patient¿s vessel level of tortuousness, calcification and rate of stenosis was unknown. There was no difficulty removing the product from the hoop. There was no difficulty removing the protective balloon cover. There was no difficulty removing the stylet or any of the sterile packaging components. There were no kinks or other damages noted prior to inserting the product into the patient. The device was prepared as specified by the instructions for use. The product looked normal when removed from its packaging. The device was properly prepped and the device prepped normally (i.e. Maintain negative pressure). The same indeflator was used successfully with other devices. There was no resistance/friction while inserting the balloon through the rotating hemostatic valve. The lesion was the left brachial artery. The lesion has a loop curve. The lesion was heavily calcified. The percentage of stenosis was 95 %. The device was not used for a chronic total occlusion (total occlusion >3 months). There was no difficulty advancing the balloon catheter through the vessel. There was difficulty crossing the lesion. A slight resistance was felt. The catheter was not an acute bend but it was loop. The balloon inflated normally. No leakage confirmed, but ruptured. The maximum inflation pressure was at 4 or 5. The product was removed intact (in one piece) from the patient. The patient is currently doing fine. Additional procedural details were requested but are unknown.